Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer , and observed that the sodium electrode needed replacement and the mix bar was slightly bent. The fse replaced the sodium electrode and mix bar and performed cleaning of the ion-selective electrolyte drain well, tubing joints and sample pot which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low anion gap patient results on their dxc 700 au clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. Patient demographics were not provided. The customer provided examples of the obtained results.